Event description:
It was reported the evis exera iii video system center is unable to display image during procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of no image was confirmed due to faulty patient board set. A worn-out video connector was causing poor connection to pigtails. In addition, faulty dp board was causing no digital visual interface signal. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was further reported that the event occurred during an unknown therapeutic procedure. A similar device was used to complete the procedure.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The subject device was manufactured before the design change in operational amplifier on the circuit board; therefore, malfunction of the op-amp was surmised to be a cause of faulty image with 180 scopes. In addition, aging deterioration of the parts on dvi signal generator, such as driver, may also be the cause of no dvi signal as the subject device was manufactured more than 6 years ago. Olympus will continue to monitor complaints for this device.